Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer¿s blood glucose. Reportedly, customer cleaned the speaker holes and cleared the alarm.